Event description:
As reported, during an intraperitoneal onlay mesh (ipom) procedure, the capsure fixation device was used to fixate the mesh. It was reported that the first 5 fasteners successfully fixated but later few fasteners were loosely deployed, did not fixate the mesh and were removed from the patient's body. It was also reported that the same problem occurred while dry firing the device and there was delay in completing the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the capsure fasteners failed to fixate the mesh. Photo provided shows three loose capsure fasteners laying on top of a clear tabletop. Photos confirms the reported event but do not assist in determining root cause of the reported event failure to fixate. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.